Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff ruptured and was not holding volumes on the ventilator. The device was replaced with another tracheal tube.